Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Medtronic received information that the reported issue occurred in a posterior spinal fusion.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a procedure, the trackers on the imaging system could not be viewed by the medtronic navigation system in the operating room (or). Restarting the imaging system restored functionality. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.